Event description:
An infant transferred to our nicu. Umbilical venous catheter -uvc- inserted at receiving facility in 2008. Uvc was found disconnected at hub about five days later. Large amount of blood found in infant's bed. Infant received 2 transfusions. Infant died after undergoing surgery for treatment of necrotizing enterocolitis. Cannot determine if loss of blood through uvc caused or contributed to infant's demise. No autopsy was performed. Dates of use: 2008. Diagnosis or reason for use: prematurity.